Event description:
It was reported that during a maze procedure with use of a temporary epicardial lead it was difficult to get reasonable capture to sustain over several minutes. No atrial lead was implanted and the patient was paced in the ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.